Event description:
Note: the exact date of event is unknown. It was reported to boston scientific corporation that a leveen needle electrode was used during a hepatic tumor rf ablation procedure (a female patient; weight is unknown). According to the complainant, during the thermoablation of a 4.5cm hepatic tumor, the patient had been burned below the pad, but the doctor saw nothing. Everything appeared normal; no red skin.two weeks later, the daughter of the patient looked at the skin and saw a 2cm x 2cm hole at the same place as the pad (full thickness burn until the muscle). She came back to see her doctor few days ago. During the initial procedure, no pad alert appeared. The rf ablation lasted for an hour. Please refer to associated MFR report #6000037-2007-00011 for a description of a related device.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.